Event description:
It was reported that a button on the customer's insulin pump was sticking and unresponsive before all of the buttons became unresponsive. Her blood glucose level was 240 mg/dl. No significant events leading to the issue were recalled. The customer stated the insulin pump was dropped. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving occurred during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.